Event description:
A report was received that the patient was having difficulty charging. The physician believed that the ipg was tilted in the pocket. The patient underwent a pocket revision and is reportedly doing well.